Manufacturer narrative:
S.w version 4.10c. Retainer ring missing. Case type ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage located at the reservoir compartment found on 26-jun-2023. No critical pump error (open book image) alarm noted during boot up. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump had a high sleep current measurement and active current measurement. Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was due to the main download timeout failure (code 0x0000004d) in the bootloader. Suspecting hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date 26-jun-2023 in the formatted history file. Pump error 23 alarm was recorded and found in the formatted history file on: 06/25/2023 06:08:18.000. 06/25/2023 06:09:18.000. Pump error 68 alarm was recorded and found in the formatted history file on: 06/25/2023 06:06:39.000. 06/25/2023 06:08:33.000. Pump error 49 alarm was recorded and found in the formatted history file on: 06/25/2023 06:06:39.000. 06/25/2023 06:08:03.000. 06/25/2023 06:08:33.000. 06/25/2023 06:08:49.000. Pump error 23 alarm, pump error 68 alarm and pump error 49 alarm were confirmed due to memory corruption, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. Pump had a high sleep current measurement and active current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the reservoir compartment. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) was confirmed. Pump error 23 alarm, pump error 68 alarm, pump error 49 alarm, critical pump error (open book image) alarm and a high sleep current measurement and active current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error and the insulin pump had retainer ring damage. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found the customer stated the type of damage was a crack. The customer also stated that the reservoir was able to lock in place when inserted into the pump. It was found that the pump had an open-book image alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.